Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of procedure estimated to (B)(6) 2023. Date of implant estimated to (B)(6) 2023. The UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that the an unspecified xience skypoint stent delivery system was implanted; however, the patient began to experience side effects similar to allergies. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.